Event description:
Patient had open surgery with five coronary bypasses. Approximately 47 minutes after surgery patient started to hemorrage. Was returned to surgery (52 minutes after end of #1 procedure) where surgeon determined a suture had broken at lad graft proximal anastomosis. Unable to get patient off pump. Expireddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.